Event description:
It was reported that for a couple weeks when attempting to recharge the implantable neurostimulator (ins) the cord going into the recharger(rtm) antenna got super hot. Now they could not get the ins to charge. They kept getting system problem rm03 even after resetting the controller. A request was sent to the repair department to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported continued charging issues after receiving the replacement recharger. Pt stated experiencing difficulty with the controller locating the ins and reported needing to remove and reinsert the battery pack at least twice a week to reset the controller and allow charging. Pt reported wear marks on the battery pack and battery compartment pins and stated that the controller battery decreased from 100% to 0 within 40 minutes. A replacement controller and battery pack was sent out. No symptoms were reported.